Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the event description, the stent moved unexpectedly and lead to the need to re-canalization and re-embolization of the aneurysm. The as reported events will be assigned procedural factors as well as the as reported patient medical or surgical intervention required as this was an offset of the deployment issues in the initial procedure, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Subject device is not available.

Event description:
It was reported that during the procedure, the subject stent was deployed at internal carotid un-ruptured aneurysm. The distal part of the subject stent moved distally and deployed from the target vessel and the proximal part of the subject stent was dropped into the aneurysm. The physician then deployed a coil and completed the procedure. About 13 months after completing the procedure, re-canalization of the aneurysm was confirmed and re- embolization was done using another stent and 10 coils. The physician successfully completed the procedure.